Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/01/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the size of fragment of the needle retained? No further information is available. Were x-rays taken to locate the needle? Yes. What structure/tissue is fragment retained in? No further information is available. Patient status? No problem. Sorry, it is difficult to get additional informations. No further information is available. What is the size of the fragment retained in the patient? No further information is available. In what tissue/structure is the fragment retained? No further information is available. Please clarify what is meant by ¿later, the missing needle tip was searched, but it could not be found. ¿during the surgery, the missing needle tip was searched. Was an additional surgery performed after the gastrectomy to look for the needle piece? No. Are there any plans to remove the device fragment? No further information is available. Was the patient's post-operative care altered as a result of the event? No further information is available. What is the patient¿s current status? No problem. Sorry, it is difficult to get additional informations. No further information is available.

Event description:
It was reported that a patient underwent an open gastrectomy on (B)(6) 2020 and suture was used. During the procedure, while passing the needle through the purse-string suturing instrument, when pulling the needle by holding it about 1mm from the needle tip with psc forceps, the surgeon lost feeling of holding the needle. Then it was found that the needle tip had been lost. However, the surgeon continued to use the needle in the abdominal cavity. Later in the procedure, the missing needle tip was searched, but it could not be found. X-ray was performed, but no needle piece was found. There were no adverse patient consequences reported. The current status of the patient was reported as no problems. No additional information was provided.